Event description:
It was reported that a user attempted to pair a new dexcom g7 with the ilet after the prior sensor had expired, but the pump battery depleted during pairing and the sensor remained disconnected for over an hour; once the user entered a fingerstick blood glucose of 350 mg/dl into the pump, the system accepted the value and issued a ¿dosing stops in 5.5 hours¿ notification, and there were no sensor failure or pairing failure alerts in the alarm history. Symptoms included hyperglycemia without reported physical complaints. Outcomes included continued therapy with manual blood glucose entry while awaiting sensor pairing, with no medical intervention or hospitalization reported. Investigation included a review of device alarm history with the user and troubleshooting education regarding sensor code entry and pairing. Investigation of this case revealed no device malfunction of the ilet or sensor interface and indicated normal system behavior related to sensor expiration, loss of cgm connection, and corresponding dosing safety notifications. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors during sensor replacement and pairing following sensor expiration and pump battery depletion.